Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite velocity¿ amplifier was received for evaluation. Based on the information and investigation provided to abbott, the reported event was not able to be duplicated, however the root cause was isolated to the ECG board in slot 4. Evaluation of the log files revealed multiple slot 4 shut down due to temperature out of range. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, there was a communication issue with the amplifier during ablation resulting in cancellation of the procedure. There was an amplifier error message that the fiber optic connection to the display workstation was not functioning. There was not a solid green light after rebooting the amplifier. Two reboots between the display workstation and the amplifier were attempted, but the issue persisted. Different fiber optic connections from the amplifier to display workstation did not resolve the issue either. The procedure was then cancelled with only three fourths of the veins isolated. The patient is stable.